Manufacturer narrative:
Section b5: multiple attempts were made to obtain further information regarding event details but this information was not provided. Section d4,6: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed through this evaluation. The account reported that the patient underwent an outflow graft obstruction repair in 2018. The event date is an estimate. Additional information was requested, but not provided. Following this event, the patient remained ongoing on heartmate ii lvas, serial number (B)(6) until they underwent a pump exchange on (B)(6) 2019 due to suspected driveline wire damage and potential outflow graft thrombus/obstruction (reported and evaluated under MFR #2916596-2019-02626). The complete sealed outflow graft was not returned; therefore, a potential graft obstruction could not be identified. Upon disassembly of (B)(6), visual examination of the pump¿s blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided, and the complaint file will be closed accordingly. The heartmate ii lvas IFU provides information regarding how to prepare and attach the sealed outflow graft for implant, and it states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The event date has been estimated. Approximate age of device ¿ the age is calculated from the date of implant to the event date. A supplemental report will be submitted once information is provided. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had an outflow graft obstruction repair in 2018. No further information was provided.